Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed that the endoscopic image cannot be displayed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of button, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed. The cause is traced to component failure. The cause of the additional findings is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not recognized by the processor during inspection for use. There were no reports of patient involvement.